Manufacturer narrative:
(B)(4). Result of examination: the customer did not identify the provided sample as a complaint. Therefore it was processed as a repair sample. Respectively the service report was checked. The device was heavily contaminated and the operating unit was found defective. In this coherence we assume that the sample was not properly maintained like it is described in the IFU. The IFU describes: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): failed display.